Manufacturer narrative:
(B)(4).

Event description:
It was reported that during pre-cardiopulmonary bypass procedure, the power plug blade broke off on a system-1 during pre-case battery test. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. The field service representative (fsr) confirmed the neutral blade of the power plug was broken off. The fsr replaced the power cord assembly, verified voltages at the auxiliary alternating current (a/c) outlet, verified voltages at the direct current (d/c) power supplies, verified the system startup and operation and electrical safety. The unit operated to manufacturer specifications and was returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.